Event description:
Litigation papers allege cobalt-chromium metal debris have been released into the patients tissue surrounding the implant. Patient experienced pain and discomfort in and around his left thigh and left hip and left leg area with a grinding sensation occurring in both hips, with audible squeaking.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
Update 12/17/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, difficulty sleeping, left leg discoloration and weakness, regular loss of balance and trouble walking. Medical records and the revision surgical report noted that the patient had left hip infection 10 days post-operative, seroma and hematoma that were reasons for revision. The revision surgical report noted all components were removed, hip washed out and new components implanted. There was no allegation of elevated chromium cobalt levels and no documentation of debris in patient tissue as alleged. Part/lot updated and stem, cup, and bone screw added for infection. The complaint was updated on: jan 6, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
There were no new allegation. Added lawyer and firm. Updated dob.